Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown. Unknown, articular surface, unknown. G2: foreign - event occurred in chile. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka on an unknown date. Subsequently, they had a revision procedure due to loosening. Attempts have been made and no further information has been provided.